Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they were having a return of symptoms. The patient noted they were not fully emptying their bladder and also not making it to the bathroom all the time. The patient noted they were getting up at night to use the bathroom. The patient stated that she failed a voiding test the week previous to the call and the healthcare professional (hcp) wanted to give them botox. The patient stated that during the voiding test she started bleeding and it was irritated by the catheter. The patient stated she felt pain and it hurt when she urinated after turning stimulation up to 2.7 or 2.8. The issue was resolved when the stimulation was turned back down again. The patient does feel stimulation in the vaginal area, as expected. The patient noted she had been to the chiropractor who used a handheld machine. There were no traumas or falls related to the issue. The patient increased amplitude and felt stimulation in the correct area. The patient planned on calling the hcp for their next appointment. Additional information from the patient received on october 31st reported a loss of therapy. The patient stated that she botox on (B)(6) and then next day she was going to the bathroom frequently and she was afraid to drink water so that she does not have to run to the bathroom. The patient stated the she put it up to 2.1 v on the 4th program and it was not working. The patient stated she went to the hcp before botox and they had it on program 2 and the patient felt it and the guy brought it up to 1 or a 2 for those couple of days. Additional information from the patient received on november 4th reported her bladder was not emptying and the botox was not working. The patient stated they tried to call the hcp office to get in touch with the manufacturer representative (rep) but the hcp office didnt know what they were talking about. The patient noted they have a botox appointment on (B)(6) and would like the rep to be there. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.